Event description:
Title: xxxxx. Event description: the stryker adm cup has been in use for 3 months at this facility. When using a mdm liner with a adm cup, it is difficult to calculate the liner needed. Only the vendor knows this - the packet was not marked well. Patient had to have an additional surgery to replace with a larger cup. This is the second incident at our facility. This patient will need surgery in the future. What was the original intended procedure? Right hip total arthroplasty. Device usage problem: device failed (e.g.) Broke, couldn't get it to work or stopped working.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.